Event description:
Pt was taken to the operating room due to failure of his tibial component and the polyethylene. The pt had loose debris and polythylene floating in the knee joint. The bushing to connect the tibia to femur was removed.